Event description:
It was reported that the motor of handpiece appears too slow while depress throttle.the event timing was during kit inspection. No patient involvement or harm. No additional information available.

Manufacturer narrative:
(B)(4). Report source - foreign: taiwan. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -review of the most recent repair record determined the motor speed was slow when the throttle was depressed. The motor speeds were below specifications. The motor, reciprocating arm, eccentric shaft, and various bearing were replaced and resolved the reported issue. - DHR was reviewed and no discrepancies related to the reported event were found. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.